Event description:
Cracked/broken bag. The report stated, "they also experienced a shattered bag. The product from the bag could not be salvaged and the pt received only half the stem cell dose." Additional info received stated, "these bags were cryopreserved and frozen at pct. They freeze them at -80 degrees and store tham at -80 degrees. These bags were transferred in dry ice for approx a one hour transport trip. On arrival the bags were transferred to liquid nitrogen, vapour phase in metal cassettes. The bags were thawed. On thawing, one bag was noted to have a crack in it and was placed into a sterile overwrap. When placed in the warm water bath, the bag shattered. The other two bags shattered when placed into the warm bath water. There were no issues noted with the other two bags when they began the thawing process. There was 50-60ml of product in the bags. None of the bags were able to be used and the pt received only half of the stem cell dose". "The pt has been released from the hospital and the white blood cell count was up to 6,000. The pt was not recollected or remobilized due to this event and there was no report of additional medical intervention given due to this event. Two of the bags were sent back to the processing facility.